Event description:
It was reported that the ventricle output connector on the epg (external pulse generator) was broken. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper case was damaged, the ring cover was broken, the ring bail was missing, the battery contacts were compressed and the battery drawer was damaged. (B)(4).